Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an issue with the insertion of an atlantis abutment screw led to damage of a zimmer dental implant which caused the doctor to remove / explant the zimmer dental implant.

Manufacturer narrative:
Incoming inspection indicates no issue with this lot. The threads, screw head and shaft has been measured and found to be within specification. Verification of the thread has been made through gauging in a go no-go gauge with no remakes. The screw driver fits well and there are no visible signs of ware or damage to the screw.